Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when infection began 510k: this report is for an unknown norian bone filler/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510k not available device is not returning for investigation without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the patient returned to surgery (B)(6) 2018 for removal of remaining norian and irrigation and debridement (I&d) of proximal tibia. Surgeon stated norian was being extruded from bone due to infection. Surgery completed successfully and no harm to patient reported. No surgical delay reported. This is report 1 of 1 for (B)(4). This report is for unknown norian bone filler.